Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 59cfu/endoscope. Bacterial identification: acinetobacter species, coagulase negative staphylococci. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 1cfu/endoscope. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 28cfu/endoscope. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 2cfu/endoscope. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 31cfu/endoscope. Bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, growth of microorganisms was confirmed. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus is waiting for third party culture results of the device after repair. A follow-up report will be submitted once the culture report has been received.

Event description:
The customer additionally reported that routine culture testing of all scope channels identified >100cfu/endoscope of unknown bacteria.